Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: review of the black box data revealed multiple unexplained power on reset events. On examination, the battery compartment was confirmed to be cracked. The returned battery cap was noted to have stripped threads rendering it unable to fit properly to the pump to maintain electrical connection. The alleged power issue was duplicated with the damaged battery cap in place on the pump. A test cap was able to fit properly on the pump and was used to complete ez-prime steps successfully without any further interruption in power. There was no damage, defect or contamination of the pump¿s interior components.